Event description:
It was reported the patient experienced heating and burning at the ipg site with the stimulation turned on. Once the stimulation is turned off, the heating subsides. The heating is unrelated to charging. Follow up information identified reprogramming did not resolve the issue and the burning at the ipg site continues. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.